Event description:
Ous MDR - bio-india reported this galeo guide wire lot number as "affected." This is all of the information that was provided to us. If additional information becomes available, this event will be updated. The event date was not provided.

Manufacturer narrative:
Please note that all potentially affected lots were identified and are recalled and no potentially affected devices are within the us, therefore, the recall does not affect any product in the us. As a result of this complaint, biotronik se & co. Kg is initiating a voluntary field safety corrective action to withdraw specific lots of its coronary guide wires galeo from the market. Biotronik se & co. Kg has identified for specific subset of its coronary guide wires galeo the potential of ptfe (polytetrafluoroethylene) coating to delaminate and detach from the guide wire. Potentially affected devices are identified and the corresponding field safety notice will be distributed. Please note, that these events triggered a recall of potentially affected lots. None of the potentially affected devices were distributed in the us.